Event description:
It was reported that the patient was admitted in the hospital for a suspected infection and was treated with antibiotics. The patient was recovering.

Event description:
New information available on (B)(6) 2018 states that the device was explanted and replaced. The infection was not device related. The patient was stable before during and after the case.

Manufacturer narrative:
Analysis was normal. No anomalies were found relating to the infection.